Manufacturer narrative:
Section e1 initial reporter email of the initial medwatch report should indicate: (B)(6).

Event description:
The customer contacted physio-control to report that their device is not powering on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is not powering on. There was no report of patient use associated with the reported event.